Manufacturer narrative:
Mindray svc rep calibrated and tested the unit to factory's specifications.

Event description:
Customer reported that the beneview monitor's n2o and agent readings are inaccurate. No pt injury was reported.